Event description:
It was reported that the customer's device lost power several times during a patient event. The device powered off by itself three (3) times during the event and when this occurred, the staff was able to power the device back on and continue care. The delay in care as a result of the reported failure could not be determined. The end user attempted to change out the battery with no success. The customer was not reported to have any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.